Manufacturer narrative:
No additional information is available.(B)(4)

Event description:
A customer contacted beckman coulter inc., (bec) and stated that they received the wash concentrate ii shipment and there was a slow leak from the bottom of the bottle.no injury was reported on this issue.